Event description:
Inbound. Patient stated two cassette pouches leaked when mixing. Stated, has been pushing slowly but both started leaking at end of the final diluent. Lot number 4046847, no further details provided.